Event description:
The customer contact reported the pump did not sound an audible alarm tone during an alarm condition. The pump was returned to the biomedical dept with an unsigned note that stated, "does not beep." No tracking info was provided; therefore, specific pt information, pump programming, or event details were not available. During testing at the user facility, the device did not sound an audible tone during an alarm condition in both the low and high volume settings. There were no reports of any adverse pt events while the device was in clinical use.